Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient who underwent breast surgery with unspecified mentor saline breast prostheses on (B)(6) 2003 developed chronic fatigue symptoms for 2.5 years. The patient reported that she was bedridden by 2017 and had a total autoimmune response with severe joint pain, severe fatigue, and inflammation. As a result, the patient underwent explantation on (B)(6) 2018. This medwatch report is for the right breast prosthesis.